Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was being monitored. When the patient presented to clinic, interrogation of the device revealed that the right ventricular lead had an increase in capture threshold and a decrease in sensing. The lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.